Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with scratched display window.

Event description:
It was reported that the customer had unexplained high blood glucose. Caller stated that the paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 721 mg/dl. Caller stated that the customer had kidney problem. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.